Manufacturer narrative:
(B)(4). Batch #u5df9x. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with out a reload present. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above the firing switch actuator. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The test door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch was manually pressed down. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. No conclusion could be reached as to how the firing switch actuator become damaged. To open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger it should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the device fired all the way on the first fire of the gun forward to the end of the staple line, but then died and would not return the knife blade back. Surgeon had to use manual override in order to return the knife blade all the way back. The staple formed on the way out. The procedure was completed with a third like device with no patient consequences.